Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, the left ventricular (lv) lead would not allow the wire to pass through. It was noted that two wires were used, and attempts were made outside of the body on a sterile field without success. The lead was not used, and another lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and the distal end/electrodes of the lead were extrinsically damaged. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted the tip seal is damaged and was pulled back into the conductors in the distal tip. There is blood in the outer insulation located at the distal end of the lead, this is considered normal for this model lead. The guidewire stops near the distal tip at 87.3cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.